Manufacturer narrative:
Patient is over (B)(6). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a resolution hemostasis clipping device was used in the cecum during a clipping procedure. According to the complainant, during the procedure, the physician attempted to deploy the device onto the target tissue; however the handle appeared as if it was broken. It was reported that the handle was "very loose and not responding." Clinical follow up revealed that there was no visible issue with the device. The clip was advanced from the oversheath using the blue grip; however, when the physician attempted to release the clip from the catheter, it would not release and remained attached to the control wire. Although the clip was attached to tissue when it failed to release from the catheter, it released from the tissue without complications. The procedure was completed with another resolution clip and the patient was reported to be in good condition at the conclusion of the procedure.